Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received off no power alarm. The customer¿s blood glucose level was unknown. The customer did not receive a low battery alert prior to the off power alert. The customer was advised the pump requires brand new or fully charge batteries to work effectively. Customer stated the battery cap was not loose, cracked or damaged. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will not be returned for analysis.